Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on the abdomen. Upon pod removal, the patient found the cannula was bent and that insulin was leaking. The patient administered multiple correction injections due to not having a new pod to apply.